Manufacturer narrative:
The unit did not have a button error alarm. However, the act button did not respond due to a corroded keypad. The unit had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's husband called in to report that the insulin pump alarmed button error. The customer was working in the garden when the alarm occurred. The customer's blood glucose level was 176 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.